Manufacturer narrative:
Qc before and after the event was within the lab's established ranges. Bci hotline advised the customer to recalibrate using the same reagent cartridge and run a precision study using qc material and the original patient sample. The result was amended after this study because both instruments correlated well for this sample using 5 reps.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glu result of 407mg/dl generated by the synchron lxi 725 clinical system for one ER patient. Rerun on the same instrument yielded a result of 403mg/dl for glu. Rerun on a different instrument yielded 237mg/dl and this result was reported outside of the laboratory. After recalibrating both instruments and rerunning the original sample again on both instruments, the result was amended to 360mg/dl. There was no affect to patient with regard to this event.